Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of foreign matter - spots was verified by visual inspection. Visual evaluation of the sample received shows a dark brown substance within the spike cover of the drip chamber spike. A device history record review for model 11532269 lot number 20057066 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue is that there is grease that remains from the manufacturing process of the drip chamber molding.

Event description:
It was reported that a as lvp 20d low sorb 2ss 0.2m cv had foreign matter before use. The following was reported by the initial reporter: 'it was reported that the spike area of the infusion set was laced with unknown black specks inside the cap. Verbatim: my name is xxxxx xx, a medication safety pharmacist at ohiohealth grant medical center. Our IV technician was setting up her components to compound/prime a chemotherapy in the morning of 4/15, after she torn open the outer package, she noticed the spike area of the 0.2 micron filter infusion set was laced with unknown black specks inside the cap. The infusion set was immediately set aside/sequestered. All other supplies were checked for similar potential contaminants and none were noted. No patient was affected. Ref: 11532269. Lot: (10)20057066. Exp: (17) 2023-05-30. Upon closer examination, it seems that the chamber also has some brown specks in them. But after comparing it with another new set, it appears that the brown specks are also present. So is it normal? We remove the infusion sets from the carton, wipe them down, and stock inside dedicated bins within the negative pressured IV clean room. To my knowledge, no one has uncapped the spike after the discovery. Our big concern is if it could be mold, especially when its found within the area serving the immunocompromised population. The item is available for retrieval, and im wondering if those can be analyzed/investigated. Let me know if there has been reports similar to this and if its a concern for us to quarantine the said product until investigation is concluded."